Event description:
It was reported that a user experienced hypoglycemia after announcing a higher carbohydrate meal than was actually consumed, which led the pump to deliver insulin in excess of the meal¿s carbohydrate content; the user later sought additional education on meal announcements and carbohydrate amounts, and troubleshooting and education were completed. Investigation of this case revealed use error related to inaccurate carbohydrate announcement for the consumed meal. Symptoms included blurred vision associated with low blood glucose. Outcomes included correction with oral glucose and a subsequent blood glucose of 90 mg/dl, with no hospitalization. It was concluded that the device appeared to function as designed and that user education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.